Event description:
Patient underwent a robotic assisted abdominal wall reconstruction. While attempting to reposition, the trocar broke in half. The device was retrieved with no harm to the patient. The product was returned to the vendor for analysis.